Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 95553un13 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 95553un13, was not identified.

Manufacturer narrative:
(B)(4). Angiogram performed on patient. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer performed an unnecessary angiogram after generating falsely elevated troponin results while using the architect stat troponin-I assay. The customer provided the following data (ng/ml) (customer provided cut-off: 0.1 ng/ml):(B)(6) 2014: initial ((B)(4)): 0.3040 ng/ml, no retest indicated. There was no adverse outcome as a result of undergoing the angiogram. The result of the angiogram was clear. No health problems were determined.